Event description:
It was reported that the vns patient had been hospitalized due to status epilepticus. The physician stated that he was not sure of the relationship to vns. A battery life calculation performed estimated that the device is likely at, near, or past end of service. The patient has been referred for vns generator replacement. Attempts for further information are in progress.

Event description:
Analysis of the explanted vns generator has been completed. The generator performed to specifications and no anomalies were found. Additional information has been received indicating that the patient's seizure activity has improved following replacement of the generator however the physician indicated that he believes the increased seizures were related to non-compliance with anti-epileptic medication.

Event description:
Additional information was received as an implant card indicating the patient's generator had been replaced. Lead impedance was normal as per the implant card. Follow-up with the physician found that he is not sure of a relationship of the increased seizure activity to vns but could possibly be related to battery depletion. The patient's increased seizure frequency was less than prior to receiving vns therapy. No programming, medication, or other external factors are believed to have contributed to the increase in seizures. It is unknown if the patient's increased seizures have resolved since replacement. The explanted generator has been returned and is currently undergoing analysis.